Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. The reported failure error 319 on axes controller, carriage (acc) was confirmed and replicated. The unit was tested on an in-house system and failed in normal mode, triggering error 319. The rolling loop assembly failed during the fiber test on the in-house system. The rolling loop was swapped with a new one, and the error no longer occurred. The original rolling loop was reconnected, and the errors returned. The rolling loop assembly was found defective and was replaced.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and was ready for use. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system reflected error 319 pointing to the universal surgical manipulator (usm) 4. The customer rebooted the system with emergency power off (epo), but the error was still present. The customer elected to proceed with the procedure by disabling the usm 4. The procedure continued as planned with a 15-minute delay. There was no report of patient injury. Intuitive surgical, inc. (Is) contacted the site and obtained the following additional information regarding this event: the system functionality was checked upon powering on the system and the system initially powered on without errors. The name of the procedure was a prostatectomy - radical without lymphadenectomy.